Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 900 to 1000 mg/dl. Blood glucose at the time of the call was unknown. Customer did not mention any symptoms at the time of the incident. The customer did not mention how they were treated. It is unknown whether the customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was not performed. Customer states insulin pump had pump error and battery failed alarm. The product will not be returned for analysis.